Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Tandem technical support reviewed pump data and found multiple automatic correction boluses were delivered as intended and one food bolus was requested and delivered. Customer consumed carbohydrates to address the low bg level. Reportedly, the customer consulted with a healthcare provider (hcp) and hcp made adjustments to the pump settings to prevent low bg levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl) due to pump settings needing adjustment. Customer consumed carbohydrates to address the low bg level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.